Manufacturer narrative:
Upon receipt, the device status was mol1 with a battery voltage 6.04 v. This is an anticipated battery condition after an implantation time of 23 months and a number of 34 charging cycles. The memory content was inspected. The analysis yielded no indication for a device malfunction. Particularly, the shock impedances and charging times were normal until the patients expiration in 2007. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless in amplitude and frequency. A fibrillation signal was applied and the device delivered a defibrillation shock as specified with a charging time of 10.1 seconds. The delivered shock energy was recorded and inspected. The specified energy level was reached. In summary, the device is fully functional.

Event description:
This device was returned, in care of supervisor/investigator. According to the letter, this pt was pronounced dead in 2007, and had been dead for several days. The office wishes to have a report on the device analysis.